Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a spinal fusion, the navigation system and imaging system were not communicating. It was noted that restarting the systems did not restore functionality. A second network cable was installed, both systems restarted and functionality was restored. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Software investigation could not determine the cause of the reported issue. However, s review of system logs showed that while there was an ip connection, the server connection failed, or the navigation system was unable to connect. If information is provided in the future, a supplemental report will be issued.